Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystostomy repair due to stress urinary incontinence. Following insertion, the patient experienced vaginal infections, chronic vaginal discharge, painful intercourse, painful urination, localized pelvic pain, bladder perforation, recurrence of pelvic organ prolapse, and recurrence of urinary incontinence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. Concomitantly the patient underwent a hysterectomy. Currently under hospice services with metastatic colon cancer.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.